Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope glitched out of the screen and the image was not clear. The event occurred during therapeutic procedure that was completed with an olympus back-up device there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope screen glitched out and the image was not clear. The event occurred during therapeutic colonoscopy procedure. There was a procedural delay, and the procedure was completed with an olympus back-up device. There were no reports of patient harm or injury.